Event description:
Caller alleged four discrepant results with the meter compared to the lab on four different pts. Results as follows: date: (B)(6) 2011, pt: #1, inratio: 1.2, lab: 1.9, time between tests: unk. Date: (B)(6) 2011, #2, 1.2, 1.9, within 3 hours. (B)(6) 2011, #3, 6.6, 3.3, within 3 hours. Date: (B)(6) 2011, #4, 3.6, 1.8, unk. Therapeutic range for pt #1 is 1.6-2.5 (l-vad pt). Therapeutic range for pts #2-4 is unk.

Manufacturer narrative:
Investigation pending.